Event description:
It was reported that pump experienced malfunction alarm with code 24, and no notable events occurred prior to issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.